Event description:
It was reported that the pt was not feeling the stimulation as much as normal. Follow-up with the physician revealed that they had received high impedance results on (B) (6) 2009 on system diagnostics, but had not done anything about it at that time. High impedance was also shown on system and normal mode diagnostics on (B) (6) 2009 at which time the device was disabled. No pt trauma or manipulation was reported. X-rays were received and reviewed by the manufacturer. Upon review, a gross lead fracture was found. The pt underwent full revision surgery on (B) (6) 2009. At the time of surgery, the surgeon found that the lead was completely broken. Product has been returned to manufacturer, but analysis is pending.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.